Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a venous cephalic arch stenosis, the catheter to balloon bond allegedly broke while retracting the device from the 6fr sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 4cm balloon. The distal end of the balloon was returned within the introducer sheath. The proximal end of the balloon bond was protruding out the proximal hub of the introducer sheath. A complete circumferential outer catheter break was noted at the proximal balloon glue joint. Stretching and bunching of the outer catheter was noted just proximal to the break, likely indicating that excessive force contributed to the break. The distal end of the sheath was examined. The edge of the sheath tip was noted to be severely flared out, which indicates retraction issues. The proximal end of the sheath was severely bunched, which indicates retraction issues. Functional/performance evaluation: an attempt was made to retract the catheter through the sheath; however, this was unsuccessful. The balloon was unable to be advanced through the sheath. Further functional evaluation could not be performed due to the sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for retraction problems and a break, as the balloon was unable to be removed from the sheath and an outer catheter break was present at the proximal balloon glue joint. It is likely retraction issues led to the break at the glue joint. However, the definitive root cause for the reported events could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention conquest pta dilatation catheter brochure: the recommended sheath size for this sized device is 6fr. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a venous cephalic arch stenosis, the catheter to balloon bond allegedly broke while retracting the device from the 6fr sheath. There was no reported patient injury.